Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. Per biomedical engineer the central processing unit (cpu) tray cover was replaced to address the reported broken nut issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nut broken from central processing unit (cpu) tray cover. There was no patient or user harm reported.